Event description:
It was reported "one extension line was found detached from the luer hub about 2 weeks after placement of the catheter. Therefore, the catheter was removed and replaced with a new one no injury to the patient occurred. It is unknown at present which lumen was detached. According to the user, no force had been put to the catheter and no treatment or administration that would have caused detachment had been done until the detachment was found." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Additional information from the customer indicates the lot number originally reported was incorrect. The lot number is unknown. Section d.4.-lot# unknown. Section d.4.-expiration date unknown. Section d.4.-UDI# corrected to (B)(4). The customer returned a 3-l PICC for analysis. Visual analysis revealed that the proximal extension line was separated from the juncture hub. Definite signs of use were observed on the sample. Microscopic analysis confirmed the damage and revealed that the point of separation was smooth, with no pieces of the extension line remaining in the juncture hub. The separation was measured directly adjacent to the juncture hub. The outer diameter of the proximal extension line measured 0.0937", which is within the specification limits of 0.093" - 0.097" per the proximal extension line extrusion drawing. The inner diameter of the proximal extension line measured 0.055", which is within the specification limits of 0.055" - 0.059" per the proximal extension line extrusion drawing. A manual tug test revealed that the distal and medial extension lines were secure within their respective luer hubs. Manufacturing was contacted as part of this complaint investigation and stated that the defect appears to indicate the proximal extension line was not molded properly to the juncture hub. The customer did not provide a lot number; therefore, a device history record review was performed on a potential lot number. Several findings were identified; however, it was determined the findings were not relevant to this event. The instructions for use (IFU) provided with this finished good states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." It also states, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin." The customer report of a separated extension line was confirmed through investigation of the returned sample. The proximal extension line was completely separated from the juncture hub. Despite this, the extension line met all relevant dimensional requirements. Based on the customer report, the returned sample, and comments from manufacturing, it was determined that manufacturing likely caused or contributed to the reported event. A non-conformance was initiated to further investigate this complaint. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "one extension line was found detached from the luer hub about 2 weeks after placement of the catheter. Therefore, the catheter was removed and replaced with a new one no injury to the patient occurred. It is unknown at present which lumen was detached. According to the user, no force had been put to the catheter and no treatment or administration that would have caused detachment had been done until the detachment was found." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".